Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the system generated repeated errors while docking the patient side cart (psc). The customer power cycled the system. However; the issue remained persistent. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence of multiple recoverable error code 25730 on universal surgical manipulator 3. Upon verification, the customer specified that the system was functionality checked upon powering on the system, and the system initially powered on without errors. The issue occurred approximatively 10 minutes after knife to skin during docking with instruments. During the call, usm3 was disabled. The procedure was successfully completed without the use of usm3. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic was provided and confirmed.

Manufacturer narrative:
A review of the site's complaint history revealed additional complaints related to this product and/or this event. There were two procedures performed on (B)(6) 2022 and both procedure exhibited the same usm arm issue. The report submitted under patient identifier (B)(6) documents the first da-vinci assisted surgical procedure while the report submitted under patient identifier (B)(6) (this report) documents the second procedure. Verification via rfe logs confirms the occurrence of multiple recoverable error code 25730 on (B)(6) 2022 using system sk5250 matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse's investigation. Information from patient identifier (B)(6) stated that an isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the distal suj on usm3. The system was tested and verified as ready for use. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: the expiration date in section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3. Analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the set up joint (suj) and completed the device evaluation. Failure analysis investigation did not confirm the reported complaint. When the unit was installed on the system, no errors were triggered. The unit failed at node check, missing mode pertaining to axes controller tornado (act) pca. A golden act pca was installed and it passed all tests. The original act pca was installed and it failed again.